Event description:
It was reported that while using a bd ultra fine short insulin pen needle, the needle broke off in the consumer's abdomen. The consumer was evaluated by a doctor who sent the patient to the hospital where the broken needle was surgically removed.

Manufacturer narrative:
Results - it is unknown if a sample will be returned. The device history records for lot number 3339491 were reviewed and there were no quality notifications raised against this lot. Conclusion: without a sample, a root cause for this incident could not be identified.